Event description:
It was reported that upon powering on, the cardiosave intra-aortic balloon pump (iabp) exhibited a fan issue, including overheating concerns. No patient was involved, and no harm or injury was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse confirmed that when the unit was powered on, a loud noise was coming from the front fan. Further investigation revealed that a wire was interfering with the fan blades during operation. The wire was adjusted to prevent contact with the fan. The unit was then powered on again, and the issue was no longer observed. The unit passed all functional and safety test in accordance with the manufacturer's specifications. The unit was returned to customer.

Manufacturer narrative:
(B)(6).